Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 2.50mm x 20mm maverick? Balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Investigation results: device analysis findings: the 2.50mmx20mm fg maverick 2 mr balloon catheter was returned for analysis. A visual and tactile examination of the hypotube found no issues. A visual inspection of the outer and inner shaft polymer extrusion and tactile examination of the entire extrusion found no issues. A microscopic examination of the balloon material identified a pinhole at 5mm distal of the proximal markerband. Bumper tip showed no damage. Microscopic examination of the outer and inner shaft polymer extrusion found no issues. Leakage testing was performed and the balloon could not be fully inflated due to a pinhole leak present. A functional testing was conducted wherein the device was attached to an encore inflation unit, and the balloon was inflated. The device held pressure and inflated without issue. The encore device was verified before use, and the inflation was to the rate burst pressure (rbp) of 14 atmospheres (atm) as per the instructions for use (IFU). Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of adverse event related to patient condition due to anatomical factors. This code was selected as the most probable complaint cause based on the information available. Device analysis identified a pinhole leak at 5mm distal of the proximal markerband. No other device issues were identified during returned product analysis. The allegation of balloon rupture is confirmed. It is most likely an interaction occurred between the device and the patient's challenging anatomy that contributed to the reported event. The patient's anatomy was described as severely tortuous, severely calcified and 90% stenosed.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 2.50mm x 20mm maverick? Balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good post-procedure.